Event description:
It was reported that pin reinsertion was attempted. Per historical hospital policy, product return is not expected.

Event description:
It was reported that high impedance was detected on the patient's device. It was noted that the patient did black out and fall (not alleged against the vns) around christmas and around the same time began having a considerable increase in seizures. Per the x-ray results provided by the physician, the vns leads were disconnected and seen at the base of the neck. The company representative indicated that the neurologist had said that per the report they received, the lead was obviously fractured and looked twisted in some areas. The generator and lead were replaced. The suspect product has not been received to date. No further relevant information has been received to date.